Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that in a non-clinical environment, an s3 system alert was displayed on the centrimag console when it was turned on for testing. Restarting the centrimag console did not resolve the issue, so the centrimag removed the centrimag console from use. It was noted that this issue did not recur on the new console. It was noted that the alarm was a continues 3 beep sound. It was noted that the cause of the alarm was not identified, and the s3 alarm was the only alarm. Finally the site reported that this event occurred during maintenance and that no motor was connected at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated following the reported event of an s3 system alert. The reported event was determined to be due to the centrimag primary console and has been addressed via the console investigation. The centrimag motor was not returned for analysis. Provided information stated that the motor was not connected at the time of the event and exchanging the console resolved the alarm. The reported event was unable to be correlated to an issue with the centrimag motor. Device history records were not required to be reviewed per investigation procedures. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The centrimag circulatory support system operating manual section 9 ¿ ¿emergency/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag operating manual, section 3 - "warnings & precautions", warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The centrimag operating manual, section 11.1 ¿ "appendix I ¿console alarms and alerts", covers all alarms (auditory and visual), including s3 alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1-a4: there was no patient involved. Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that in a non-clinical environment, an s3 system alert was displayed on the centrimag console when it was turned on for testing. Restarting the centrimag console did not resolve the issue, so the centrimag removed the centrimag console from use. It was noted that the alarm was a continues 3 beep sound. It was noted that the cause of the alarm was not identified, and the s3 alarm was the only alarm.